Event description:
The customer reported that she received a prime rewind alarm on her insulin pump while changing out her set. Her blood glucose was 65 mg/dl, which she treated by turning off the insulin pump and having ice cream. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A prime rewind alarm occurred during occlusion test, due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window, a cracked case at display window corners, cracked case at reservoir tube window corners, a cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, and a missing end cap sticker.